Event description:
The customer turned on the ignition and the scooter first stalled and then had a power surge which propelled him forward. Before he could stop his scooter he ran into his wife and injured her leg slightly. The cause of the problem was determined to be the controller and it has been replaced.